Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient called to report sensor failure. She also mentioned that she had been hospitalized previously due to inaccurate dexcom readings. She refused to provide more information as she was busy and had forgotten the details. She disconnected the call. Upon callback, she still refused to provide the details as she mentioned that she can't recall them and dropped the call again. Ts reportedly did several callbacks to ask details about her hospitalization; however, the patient "strongly declined to talk about the incident" and stated that she doesn't want to discuss it and to leave it. No data was provided for evaluation. The allegation and the probable cause could not be determined there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).